Event description:
Lip gets caught [lip injury], heads become looser [device connection issue], head broke off [device breakage]. Case description: a (B)(6) female consumer reported that she recently bought a new pack of oral-b brushheads, version unknown, to use with her oral-b rechargeable toothbrush, version unknown. She described that she had already used 2 of them, and that over time the heads became looser and she experienced her lip getting caught during brushing. She reported that all the brushheads ended up breaking off in her mouth. She described that she had never experienced this before. The case outcome was unknown. No further information was provided. 07-jun-2015 received follow-up email from consumer: the consumer stated that the brushheads had not been dropped. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 1 toothbrush head used with suspect product. Toothbrush head confirmed to be counterfeit.

Event description:
Lip gets caught [lip injury]. Heads become looser [device connection issue]. Head broke off [device breakage]. Toothbrush head confirmed to be counterfeit [product counterfeit]. Case description: a (B)(6) female consumer reported that she recently bought a new pack of oral-b brushheads, version unknown, to use with her oral-b rechargeable toothbrush, version unknown. She described that she had already used 2 of them, and that over time the heads became looser and she experienced her lip getting caught during brushing. She reported that all the brushheads ended up breaking off in her mouth. She described that she had never experienced this before. The case outcome was unknown. No further information was provided. (B)(6) 2015 received follow-up email from consumer: the consumer stated that the brushheads had not been dropped. The case outcome remained unknown. No further information was provided. (B)(6) 2015 product investigation: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.